Event description:
New information received notes that the patient's right ventricular (rv) lead exhibited non-capture and dislodgement was confirmed via x-ray. The patient condition was stable after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic with left ventricular (lv) lead dislodgement. Therefore, the physician elected to explant and replace the lead on (B)(6) 2021. The patient was discharged after the procedure.